Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 3.0mg/ml at 0.25mg/day and bupivacaine 10mg/ml at 0.834mg/day via an implantable pump. The healthcare provider reported that the patient reported pain even after implant and a couple of headaches. They also noticed the pump pocket filling with fluid. No troubleshooting was performed. A catheter revision was performed, and the pump segment was replaced. During the procedure, the fluid that was filling up the pump pocket was later found to be csf (cerebral spinal fluid) that was traveling from the catheter to the pocket. The pump segment ripped off the pigtail piece from what it looked like and coiled up. The spinal segment was intact. There were no external factors that they were aware of that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would have no further information regarding the event.